Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 324-325 mg/dl with moderate ketone levels of 46-47 mg/dl; cause was alleged to be due to a fill resistance or unknown infusion set issue, however, issues could not be confirmed. Customer was admitted into the emergency room (ER) and doctor performed a cartridge and infusion set change resolving customer's bg level. The customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.